Manufacturer narrative:
Investigation outcome: the following was reported: patient intermittently having lower volumes on vent. I thought I heard a quiet hiss early in shift, both rt [respiratory therapist] and rn unable to find anything. Later in shift, I found crack in flow sensor after noticing a drop of condensation fall from it. Crack facing inward towards patient, difficult to see. After replacing tubing, volumes improved. Tubing saved and placed in management's office. Further information from july 16th: unfortunately, the product was discarded before our materials team was able to retrieve and send back to you. The lot number was not available. Based on the investigation and the information provided, the reduced patient ventilation volumes were attributed to a cracked flow sensor (fs) tubing. The crack¿positioned inward toward the patient and initially difficult to detect¿led to intermittent volume loss. Once the flow sensor tubing was replaced, ventilation volumes returned to normal. The affected flow sensor and the corresponding lot number were not available for return or further analysis, as the product had been discarded prior to retrieval by the materials team. With the available evidence and no additional components to assess, this case is considered closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "patient intermittently having lower volumes on vent. I thought I heard a quiet hiss early in shift, both rt [respiratory therapist] and rn unable to find anything. Later in shift, I found crack in flow sensor after noticing a drop of condensation fall from it. Crack facing inward towards patient, difficult to see. After replacing tubing, volumes improved." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet.